Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported that the device didn't seem to be working that good and that the ins was moving around a little bit and when they went to sit down, they could feel it flip flopping. They indicated that the first implant worked great, but now they couldn't hold their urine at all. They noted that were getting some relief, but they were not drinking as much water, and just a small amount of caffeine each day. They had tried a couple of the programs. The patient was redirected to their healthcare provider(hcp) to further address the issue. They noted that they never went to their follow up appointment after implant. The patient noted that it started "flip-flopping" just after implant.

Manufacturer narrative:
H6: fdd code missing from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.